Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "30 minutes later, the IV bag was noted to be empty with pump still infusing. One-hundred (100) ml of medication infused over 30 minutes." What was the original intended procedure?: "to infuse 4 ml/hour of a medication" an incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.

Event description:
Mw file - over infusion received a copy of the customer's medsun report from the FDA which states, "30 minutes later, the IV bag was noted to be empty with pump still infusing. 100ml of medication infused over 30 minutes." What was the original intended procedure?: "to infuse 4 ml/hour of a medication". An incomplete date of event of xx-jan-2018 was provided. There was no patient harm.